Event description:
I am sexually active with my husband. I used a brand new lubricant. Within 24 hours, I developed burning with urination. After 2-3 days and symptoms not improving, I saw an urgent care provider, a ua and urine culture was done which showed a uti. I took the prescribed antibiotic (macrobid) and my symptoms resolved. I again had intercourse with my husband using the same lubricant, and in less than 24 hours I had burning with urination. I again made an appointment with the provider, but my sx abated without treatment. Please note that I haven't had a uti in 30 years.